Manufacturer narrative:
Lumenis contacted the user facility to obtain additional information. The complainant reported that at the beginning of a lithotripsy procedure in which a vpps 60w and an unspecified lumenis fiber were being utilized, the laser did not work with the fiber. The user facility reportedly did not attempt to operate the system with another fiber, and opted to cancel the procedure, awaken the patient from anesthesia, and reschedule the procedure for another date. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of subject device labeling, (0637-117-01_k - vpps operator manual) revealed in the troubleshooting section what to do in cases of 'no laser power': 'no laser power': probable cause: the delivery system optical fiber is defective. Suggestion: replace the delivery system. Probable cause: the debris shield is damaged. Suggestion: inspect and, if necessary, replace the debris shield as instructed in the "user maintenance" section of this manual. The operator manual instructs the user about the proper use of the system and components, and that the system should be used by a professional user. Although lumenis acknowledges that there may have been a malfunction with the laser fiber which allegedly would not work with the laser, based on the available information, lumenis concluded that device operator's failure to follow subject device IFU is the most probable cause of the reported event. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this as an adverse event.

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis versapulse powersuite 60w and unspecified lumenis fiber were being utilized, the laser allegedly did not work with the fiber. Lumenis received a user facility submitted medwatch report (B)(4) on 15-mar-2019, in which the description reads: "laser was test fired before patient in the operating room. When procedure started, laser would not work with the new fiber."